Event description:
It was reported that the system was intermittently unable to perform fluoroscopy. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.